Event description:
Event description guidant received information that one day post implant, this implantable transvenous defibrillation lead dislodged resulting in undersensing and loss of capture. This implantable cardioverter defibrillator (ICD) was explanted due to high defibrillation thresholds.